Event description:
It was reported that during implant, the helix would not come out after approximately 20 turns with a quicktwist tool. A different kind of tool was used and the helix finally extended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.